Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on this right ventricular (rv) lead. Additionally, atrial signals were oversensed by the rv. No adverse patient effects were reported. At this time, this device system remains in service.